Event description:
A report was rec'd that alleges that the tracheostomy tube was deflating at the cuff after several hours in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.